Manufacturer narrative:
Batch review performed on 19 march 2026. Gmk-sphere 02.12.e0511fr gmk-sphere tibial insert e-cross - flex 5r - 11mm (k202022) lot 2242960: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 04-dec-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0025r gmk-sphere femoral component cemented - 5+r (k140826) lot 2245094: (B)(4) items manufactured and released on 08-feb-2023. Expiration date: 26-jan-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1205r tibial tray fix cemented s.5r (k090988) lot 2242048: (B)(4) items manufactured and released on 01-feb-2023. Expiration date: 16-jan-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 2 years and 9months from the primary,the patient came in due to infection and the pathogen is unknown. The surgery revised the tibial tray, insert, and femoral component and implanted antibiotic spacers to treat the infection. The surgery was completed successfully.